Event description:
It was reported that during a low anterior resection procedure, the device created an incomplete anastamosis. The incomplete anastamosis was discovered during a leak test. The incomplete portion of the anastamosis was sutured by hand. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.